Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to perform skin revision.